Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat two calcified lesions located in the proximal and distal superficial femoral artery (sfa). The device was primed, tracked well and aspiration was confirmed. The proximal lesion and distal lesion were treated using both minimum and maximum diameter mode. An angiogram was taken and there was a clot in the distal popliteal. The physician attempted using the angiojet and an aspiration catheter to capture the clot. The peroneal looked a little better. However, the patient was brought to the operating room for an embolectomy which was not successful.